Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was reset to resolve the issue and the customer reloaded the cartridge onto the pump and resumed insulin delivery.